Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 5 of 6, while the hp was connected. The hp found that one of the bags became loose during the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The home patient stated one of the bags had come loose. The device was not returned. A loose connection is a known cause of this alarm. The cause for the loose connection was not determined. Should additional relevant information become available, a supplemental report will be submitted.